Manufacturer narrative:
The sample involved in the incident was returned for evaluation. Patency testing was performed and the sample was found to have an inner lumen leak which allowed fluid to leak into the thermistor box from the distal lumen. Additionally, blood was observed to be present in the thermistor box. This is a manufacturing non-conformance which results from the mandrels not being inserted properly into the lead tubing and into the lumens during the insert molding operation. A review of the work order for the lot identified in the complaint was performed. The review verified that the lot was 100% rescreened and the non-conforming units discarded. Subsequently, manufacturing operators were retrained on the current operation and co is in the process of implementing an extrusion process modification which will eliminate the potential for leaks in the manifold area.

Event description:
Received report of bleedback from thermistor port. A thermodilution catheter was inserted for monitoring purposes for a medical pt. Immediately after insertion, blood return was noted from the thermistor port. The catheter was removed and replaced. No pt harm was reported.